Event description:
Reportedly, the pump will not infuse. The pump was connected to a patient. The nurse operating the pump attempted to start an infusion. The pump indicated that it had started, at which time the nurse walked away for an unknown amount of time. When she came back, the pump had not infused even though it said it was infusing when she walked away. The patient is ok. No further patient information could be provided. The date of incident, type of drug, amount and rate being infused is unk.

Manufacturer narrative:
Device evaluation results: the reported incident could not be reproduced. The pump did infuse when tested. B. Braun completed an evaluation of the pump per procedure for complaint returns. As part of the routine complaint testing requirements, the returned pump was tested for volumetric accuracy a total of eight times, volume to be delivered in each test: 5 ml (specifications 4.75 - 5.25 ml). Four tests at 999 ml/hr had results of 4.97 ml, 4.94 ml, 4.90 ml and 4.99 ml. Four tests at 38 ml/hr had results of 5.08 ml, 4.98 ml, 5.03 ml and 4.97 ml. B. Braun contacted the user facility for additional information. No additional information is available. There was no patient injury.